Event description:
It was reported that shaft break occurred requiring additional intervention. The 75% stenosed target lesion was located in the moderately calcified and angulated circumflex artery (lcx). A 24 x 2.75 promus elite drug-eluting stent was advanced for treatment but could not enter the lcx. Upon manipulation, the shaft detached inside the guide catheter. A balloon was advanced to trap the detached shaft within the catheter, and the system was successfully removed. The procedure completed with another device. There were no patient complications reported.